Manufacturer narrative:
Concomitant medical products: product ID: 7427, serial# (B)(4), implanted: (B)(6) 2003, product type: implantable neurostimulator. (B)(4).

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for postlaminectomy pain. It was reported that the implantable neurostimulator (ins) was at end of service (eos) and when the healthcare provider (hcp) was putting in the second stimulator they had to move the ins from the buttocks area to the stomach because the patient got a staph infection where the first ins was located. It was also noted that the ins chipped the bone because it was too low in the buttocks area. The patient also had a staph infection, leaking and oozing where the lead wires went into the backs back. The patient was put on a peripheral inserted central catheter (PICC) line and antibiotics in 2008 until it resolved.